Event description:
It was reported that the patient underwent back surgery using rhbmp-2/acs. Reportedly, the patient has "pain and the need to have an other surgery."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: the patient was pre-operatively diagnosed with degenerative spondylosis l4-5, l5-s1 with central stenosis as well as foraminal stenosis, and underwent the following procedures: posterolateral fusion of the lumbar spine l4-5, l5-s1. Posterior interbody fusion l4-5, l5-s1. Application of interbody device l4-5, l5-s1. Posterior instrumentation l4 to s1. Posterior lumbar discectomy l4-5, l5-s1. Autograft from laminectomy, bilateral lateral fusion. As per op-notes, ¿at the level of l4-5 a trial of size 12x22 was placed in c-arm fluoroscopy was used to correctly identify that this was the correct size. This trial was left in the left side. On the right side, similar procedure, mobilization of the epidural venous plexus with the bipolar cautery, followed by serial reaming with the system up to a size 12. At this point, end plate cutter was used, followed by removal of excess tissue, followed by placement of a 12x22x2 peek cage with bmp soaked collagen sponge. Once this was in position, the trial was removed from the left side of l4-5 and serial reamed to size 12, followed by end plate scraping, followed by placement of another 12x22 mm peek cage with bmp collagen soaked sponges. Starting point was begun with the starting awl, followed by cannulation of the pedicle with the pedicle finder, followed by measurement, followed by placement of 6.5 x 45 screw in the right and left pedicles of l5. In addition at the level of l5, the pedicle was palpated from within the decompression region and this ensured good position of the screw. With respect to the s1 pedicles, the inferior articular process was taken down with a cloward osteotome. Starting point was done with starting awl, followed by further palpation, followed by measurement, followed by placement of a 7.5 x 40 screw bilaterally in the s1 pedicles. At this point, 8cm x 5.5 mm rod was placed within the polyaxial heads and caps were then placed on as well and the middle screws were torqued down separately.¿ on (B)(6) 2007: the patient was discharged from the facility. On (B)(6) 2008: the patient was pre-operatively diagnosed with possible pseudo arthrosis and painful hardware l4-5, l5-s1 and underwent the following procedures: posterolateral fusion l4-5 bilaterally, possible l4-l5-s1. Exploration of fusion l4-5, l5-s1. Removal of hardware l4-5, l5-s1. Placement of autograft bilaterally in the gutters with autograft from the fusion mass along with bone morphogenic protein and graft. Continue neurophysiological monitoring. As per op-notes, ¿using appropriate screws, drivers were used to first remove the end capsule, followed by removal of the cross link, followed by removal of the rods, finally by removal of the screws themselves. Pressing upon the vertebral bodies did not run on the spinous processes or pedicles did not demonstrate any motion. However out laterally, it was noted that there may be possible pseudo arthrosis and given this, posterolateral graft was undertaken from l4-5, ls-s1 by placement of graft along with bone morphogenic protein after this area had been appropriately decorticated. The decorticated bone which was part of the fusion mass was placed out laterally as well in order to augment the fusion.¿ on (B)(6) 2008: the patient was discharged from the facility.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.